Event description:
Patient reported that the v-go's have been falling off of her after usually 90 minutes of use. Patient reports properly preparing the site and following the fill-wear-go instructions. Patient usually wears her v-go on the abdomen but sometimes switches to the back of her arm. The v-go adhesive is becoming detached and falling off at both locations. Patient was able to retrieve 2 lost v-go's.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be determined. There's moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.